Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot # va189pe, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: va189pe, ubd: 16-may-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that patient had an open circuit on one of the leads, and the caller wanted to know if that meant that the patient could not have an MRI. It was stated that patient was mentally degrading and they had been looking to get an MRI for the last couple months, further stating that at first they said an MRI was not needed and patient would just adjust their pills, but two weeks ago they decided to do an MRI. It was reviewed for the caller that an MRI would not be recommended if patient had an open circuit. It was noted that the open circuit was discovered a year ago and they had been programming around it. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.